Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressing is irritating the skin. Patient has fair skin. Skin is red, irritated and breaking apart from the island dressing. Was given samples of ultra-thin film instead of using island dressing. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).